Event description:
It was reported by the customer that while using the intra-aortic balloon (iab) blood leaking from the sheath. There was no patient harm or injury reported.

Manufacturer narrative:
Due to characterization limit e1: event site address: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9 (device available for evaluation and date return to manufacture) g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions) h11. The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and within the stat guard sleeve. The extender tubing was also returned. No blood was observed inside the iab catheter. An underwater leak test of the stat guard seal balloon catheter yfitting extracorporeal and extender tubing was performed and no leaks were detected. The reported leak cannot be confirmed by the evaluation. Blood may enter the stat guard sleeve when the sheath seal is moved back and forth. This is the intention so blood does not spray over the user and patient. Note per instructions for use if blood is seen passing the sheath seal following insertion through a sheath disengage sheath seal from hemostasis valve. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as nonconforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend increase in number of complaints over past three months. Based on the rational provided above no escalation to the CAPA process is required.